Event description:
It was reported that the patient¿s blood glucose levels rose to approximately 254 mg/dl while wearing the pod between 4 and 24 hours on the leg. The patient reported pain at the infusion site during cannula insertion. Upon removal, the patient reported that the cannula was not visible; indicative of a needle mechanism failure. As treatment, the pod was removed and replaced with a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.4 hardware: iphone15.4 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.